Event description:
The valve was explanted due to intravalvular regurgitation. During the explant procedure, it was noted one of the cusps had prolapsed resulting in poor coaptation. The valve was replaced with a 21 mm valve from another manufacturer. The pt was reported to be recovering.